Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, the parent gave water, changed out the pod and gave correction boluses. The ketones were moderate.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched and flat. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. Blood was observed on the adhesive pad. There were no damages or defects found on the formed needle that would contribute to the reported bleeding/bruising. The cause of the reported bleeding/bruising could not be conclusively determined.